Manufacturer narrative:
Article citation: "secondary gluteal augmentation: surgical technique and outcomes,¿ by seong soo park, m.d., jun wook, m.d., and min gu kang, m.d., published in plastic and reconstructive surgery, vol. 141, no. 6, june 2018, pp. 1371-1382., doi:10.1097/prs.0000000000004407". This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The events of infection and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Reported events of ¿asymmetry, implant palpability, infection, flat hip, animation deformity, rippling, delayed seroma, and hardness,¿ after primary gluteal augmentation for multiple patients implanted with an unknown mammary implant was found in ¿secondary gluteal augmentation: surgical technique and outcomes,¿ published in plastic and reconstructive surgery, vol. 141, no. 6, june 2018, pp. 1371-1382., doi:10.1097/prs.0000000000004407. The devices were explanted. Manufacturer of the device is unknown.